Event description:
It was reported that this lead had been placed in the left bundle branch (lbb) and a few weeks after implant exhibited high capture thresholds due to this lead being bent. The physician explanted the lead and opted to replace it with an implant in the right ventricular (rv) lead. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity and melting marks approximately 230 mm from de terminal pin were noted. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than deformed coils approximately 238 mm and 243 mm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead had been placed in the left bundle branch (lbb) and a few weeks after implant exhibited high capture thresholds due to this lead being bent. The physician explanted the lead and opted to replace it with an implant in the right ventricular (rv) lead. No additional adverse patient effects were reported. This product has returned for analysis.,